Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The core micro drill was sent for eval because it was overheating during a procedure. The procedure was completed with a readily available spare device without any clinically significant procedure delay; no adverse event was associated with the device.